Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No button error alarm during testing. Device passed displacement test and self test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. No unexpected back light alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. The customer stated insulin pump had dimmed screen and had to change batteries in less than 7 days also stated up and down button had to be pressed harder to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.